Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that when conducting hemodialysis there was blood leaking from the body of the catheter. There was a crack in the catheter under the suture wing. The surgeon pulled the catheter out and replaced it with a new one. No injury to patient. The patient is in good condition.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. A sample was not available; however photos were received for evaluation. The photos consisted of a palindrome catheter. Based on the photos received, it is not possible to determine the reported issue. This complaint will be reopened and updated accordingly if the product sample is returned. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. The reported issue was noticed during use. The device was more likely damaged during use. The most probable root cause can be due to excessive force or improper use of cleaning agents. The lot involved on this event was manufactured on 08/03/12, before the implementation date of actions related to a corrective and preventative action. It was defined that this event is being handled through this CAPA and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Additionally, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.